Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 24-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient no longer had stimulation. This was due to high impedance on all electrodes of the lead. It was noted that the patient was still working a labor intensive job, and there might have been shocks or falls. Telemetry was done to confirm the high impedance values. Fluoroscopy was done to check the connection to the ins and nothing seemed broken. The fluoroscopy image, as well as a session report were provided. The lead was replaced, and the issue was resolved. It was noted that the explanted lead did have a strong bend at the anchor site which might have been the root cause. The issue occurred during normal use.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Analysis of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.